Event description:
It was reported that a revision surgery was performed due to a dislocation. An aspiration was performed and an infection was found.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The device was manufactured in 2009. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: patient had a left hip replacement in 2009 due to arthritis. It was reported that a revision surgery was performed 2018 due to a dislocation. An aspiration was performed and an infection was found; however, no medical imaging, lab values or laboratory results were provided. To date no medical records have been received on this complaint. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event medical/clinical records are received, this complaint will be re-evaluated and a thorough medical assessment rendered. A root cause could not be determined at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.